Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose level of 682 mg/dl and high ketone levels. The customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2022 with no permanent damage. Reportedly, the patient line had become disconnected from the cartridge. The customer changed the cartridge to resolve the issue.